Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Adult pad-pak prompts "child patient"

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies (B)(4) on the (B)(6) 2014. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2014 and that it had performed to specification up to the (B)(6) 2015. On the (B)(6) 2017, the device recorded 7 manual power ups all under one minute duration. The device technical log recorded the device powering up in child patient mode on these 7 occasions. These power ups may indicate that the user had installed a pedi-pak or could be caused by failure of a reed switch. This could not be verified by other means, suggesting the failure is intermittent in nature. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.